Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic right hemicolectomy, the device initially functioned properly. It would seal with evidence of energy delivery and end tone but no regrasp alert and also would cut, but then the jaws would not open after about one hour and was unable to use. Despite this, power appeared to still be reaching the device, as it continued to make the usual sounds when the energy buttons were pressed. On day 2 after operation, patient had approximately 500ml of bleeding due to difficult to adequately sealing of transected omentum and retroperitobal tissue that was self limiting but resulted in a prolong ileus. Patient¿s hospitalization was extended by 3 days, resulting in a total hospital stay of 8 days, due to a delayed return of bowel function. No medical or surgical intervention needed to prevent a permanent impairment of a function. Video was received and showed that when the handle was pressed the, jaw did not open.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the user was unable to compress the trigger to advance the blade, and the device's jaws were not opening. It was reported that an adverse event occurred, the device stopped working, the jaws were difficult to open, and the seal was partial. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the user unable to compress the trigger to advance the blade. The devices jaws not opening. Functional testing found that without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that there was an adverse event, device stopped working and the jaws was difficult to open. The device was also inadequately sealing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was faulty. Patient had extended patient hospitalization, but no medical or surgical intervention needed to prevent a permanent impairment of a function.

Manufacturer narrative:
Additional information: a1, a2, b6, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic right hemicolectomy, the device initially functioned properly. It would seal and cut but then the jaws would not open after about one hour and was unable to use. Despite this, power appeared to still be reaching the device, as it continued to make the usual sounds when the energy buttons were pressed. Patient¿s hospitalization was extended by three days, resulting in a total hospital stay of eight days, due to a delayed return of bowel function. No medical or surgical intervention needed to prevent a permanent impairment of a function. The patient had evidence of bleeding post op that was self limiting but resulted in a prolong ileus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic right hemicolectomy, the device initially functioned properly. It would seal with evidence of energy delivery and end tone but no regrasp alert and also would cut, but then the jaws would not open after about one hour and was unable to use. Despite this, power appeared to still be reaching the device, as it continued to make the usual sounds when the energy buttons were pressed. On day 2 after operation, patient had approximately 500ml of bleeding due to difficult to adequately sealing of transected omentum and retroperitobal tissue that was self-limiting but resulted in a prolong ileus. Patient¿s hospitalization was extended by 3 days, resulting in a total hospital stay of 8 days, due to a delayed return of bowel function. The procedure was completed using clips and diathermy laparoscopically. Video was received and showed that when the handle was pressed, the jaw did not open.